Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in used condition with the original packaging opened. Under visual inspection the pilot balloon was identified as having slight damage. A functional leak test was performed, and the balloon failed to stay inflated and failed in the deflation phase. The complaint was confirmed. During the pre-check no leak or damage was detected, and it wasn't until the device was in patient use that a leak occurred therefore the most probable root cause was due to user interface from improper use of the product. A device history record (DHR) review could not be performed as the lot number was unknown. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Manufacturer narrative:
D4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, there was an air leak from the pilot balloon. Injected air into the cuff, but the air escaped. No injury or adverse effects reported.